Manufacturer narrative:
(B)(4). Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead was laser extracted for an unspecified malfunction.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece, measuring 15.6 cm. Analysis was normal. No anomalies were found.